Event description:
Rptr indicated that pt has been in and out of the emergency room and was currently admitted to the hospital. The pt has had a flurry of seizures. The magnet was taped over the device to temporarily turn the device off. This helped initially, but even with the magnet the pt is having breakthrough seizures.